Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the initial reload fell off in the patient after if was closed to put down the trocar. The reload was retrieved. Another like device was used to complete the case. There was no patient consequence.